Manufacturer narrative:
E1: patient city: (B)(6), patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set detachment from the connector. No further information was available.